Event description:
The patient's explanted generator and lead were returned and underwent product analysis. Generator analysis revealed that, diagnostics were as expected for the programmed parameters and shows an ifi=no condition. Downloaded data does indicate low lead impedance change from 11 ohms (diagvinitialprechange) to 114 ohms (diagvinitialpostchange) estimated to have occurred on (B)(6) 2021 (explant (B)(6) 2021). Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead product analysis is till underway. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, a complete evaluation could not be performed on the entire lead product. The reported low impedance was not confirmed in the pa lab. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities or short circuit conditions were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead potion. From the lead pa analysis, it can be concluded that the low impedance that was seen occurred post explant.